Event description:
It was reported that the patient experienced hyperglycemia while using the device, with glucose levels not decreasing as expected. Glucose reportedly increased up to 375 mg/dl, prompting the patient to administer a manual insulin injection to lower blood sugar and then replace the infusion set prior to contacting the distributor call center. Emergency services were not required. Upon removal of the infusion set, the patient observed that the cannula was kinked, which was believed to have prevented proper insulin absorption. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.